Event description:
The customer reported an issue with the touch screen responsiveness of the pump, noting that the screen turned off too quickly while attempting to complete the system check. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.